Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during an endovascular therapy procedure the hub of a flexor shuttle tibial guiding sheath separated. Approach was gained from the left elbow to the left external iliac artery, but the sheath did not advance easily due to tortuosity and at one point it became stuck on the wire guide. The dilator was in place upon removal of the device. Per the reporter, it is possible that excessive force was used to remove the sheath. As the user tried to remove the device the hub separated from the sheath. Another same type device was used to complete the procedure. No adverse effects to the patient were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One used flexor shuttle tibial guiding sheath (ksaw-7.0-38-90-rb-shtl) was returned to cook for investigation. The sheath was confirmed to have separated from the proximal fitting. The cap inner diameter measured within specification. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and considered dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath martial or hub separation upon withdrawal,¿ and, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ the IFU also cautions, ¿when inserting, manipulation or withdrawing a device though the sheath, always maintain sheath position.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k # pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an endovascular therapy procedure the hub of a flexor shuttle tibial guiding sheath separated. Approach was gained from the left elbow to the left external iliac artery, but the sheath did not advance easily due to tortuosity and at one point it became stuck on the wire guide. As the user tried to remove the device the hub separated from the sheath. Another same type device was used to complete the procedure. No adverse effects to the patient were reported. Additional information has been requested.

Event description:
Information was available and was inadvertently omitted from the initial report. The dilator was in place upon removal of the device. Per the reporter, it is possible that excessive force was used to remove the sheath.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.